Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up button was unresponsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-aug-2018 with the following findings: the up button was under responsive. When the keypad cover was removed, the up button contact was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.